Manufacturer narrative:
(B)(4). Additional information: the lot 12h006 was manufactured between august 06, 2012 and august 07, 2012. Visual inspection was performed and white floating particulate was observed in the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two day infusor had white floating particulate matter. This was identified during storage. The device was filled with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.